Manufacturer narrative:
Lumenis is currently investigating the reported event. When relevant information is provided to lumenis by the physician regarding this report, lumenis will file a follow-up medwatch report. An examination of the subject device was completed six (6) months prior to the date of the reported adverse patient event. Subject device performance tests concluded the device performed to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported.

Event description:
A foreign user facility reported that a patient sustained irreversible hearing loss following a stapedotomy procedure performed with a lumenis acupulse laser. The treating physician reported having completed over seven hundred (700) successful procedures prior to the case that is the subject of this report.